Event description:
During a total laparoscopic hysterectomy, an instrument failure occurred with two disposable instruments. The harmonic scalpel (harh36, lot#m9100n) was working through most of the surgery then stopped working.